Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify batt out limit alarm due to no button response. No unexpected black circle on the display during testing. Also received with broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.